Event description:
It was reported that the patient had been meeting with her manufacturer representative every 6 weeks to 2 months since having the device implanted to reprogram the device. It was stated that it had taken a long time to get the device programmed and it was thought that one factor was that the patient ¿started too early after her implant.¿ it was thought that the stimulation had finally been at ¿a good spot¿ on the day prior to this report, but the patient was afraid that she had accidentally changed her settings with her patient programmer. It was noted that ¿group a¿ was supposed to be at an amplitude of 1.5 volts and ¿group b¿ was supposed to be at 2.93 volts, but ¿group b¿ appeared to be at 1.5 volts. It was stated that when trying to increase the amplitude of ¿group b,¿ the patient was given the ¿upper limit reached¿ screen. It was noted that the patient was starting to stutter, but it was unknown if it was due to the patient feeling anxious. It was further noted that the patient¿s battery status was at ¿2.96.¿ additional information received reported that the patient¿s system was not set to allow her to change the amplitudes. Additional information received reported that the patient had met with her healthcare provider or manufacturer representative and did not have concerns with her device or therapy. It was then stated that the patient did still have concerns with her device or therapy and had scheduled an appointment with her healthcare provider or manufacturer representative for (B)(6) 2014.

Manufacturer narrative:
Concomitant medical products: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostim ulator. Product ID: 3387s-40, lot# va0718t, implanted: (B)(6) 2013, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3387s-40, lot# va0718t, implanted: (B)(6) 2013, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. (B)(4).